Event description:
The customer reported that the pulse oximeter is always reading 100%. The device was in clinical use at the time the reported issue was discovered. There was no adverse event involving patient or user reported by the customer.